Manufacturer narrative:
No complaint was received with the return of the device; failure event observed during analysis. Final analysis found a complete lead returned. Outer insulation degradation was noted at 8.0 cm from the connector pin, as was twisted outer insulation. All other damage found was sustained during surgical procedure. The lead was otherwise normal.

Event description:
This report is to advise of an event observed during analysis.